Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first sealing during a lobectomy procedure, the setting was performed without a problem but when the doctor attempted to fire inside the thoracic cavity, the stapler could not fire properly. The reload was replaced and was able to fire without problems. There was no patient injury.